Manufacturer narrative:
Evaluation summary: an evaluation was conducted upon receipt which confirmed the damage to the pump fitting and that the pump was non-functional. Analysis of the pump found evidence of blood in the lower housing of the pump as well as damage to the internal components. These issues resulted in interference between the bearing portions of the internal pump components which resulted in the pump failure.

Event description:
The clinical staff of the hospital contacted cardiacassist to report that a fitting on the infusion line to the pump had been damaged during intra-hospital transport. Cardiacassist recommended replacing the pump if the damage could not be corrected. The damaged component was not repaired nor was the pump replaced. The pump subsequently failed approximately 4 hours later and was replaced at that time. The patient was not adversely impacted by the event. The pump had been in use for approximately 5 days at the time of the incident.